Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The gib coin battery was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.